Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. This report has been updated with the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Inspection found that the "programmer failure need service" error message was displayed but the device did not overheat. A review of manufacturing records found no issues when the device was released to stock. The reported issue was partially confirmed. A reset was performed and the device functioned normally after that. Device has been shipped back to customer following repair activities. The root cause of the error message displayed could not be definitively identified; however, it may have been due to abnormal variation of external voltage supply. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Valve programmer misfunction. The device overheats and does not work. The valve can not be set properly. Sometimes surgeons have to send patients to another health care facility to reset the valve.